Manufacturer narrative:
Per tandem user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a removed cartridge alarm occurred. Customer reloaded the cartridge and performed the fill tubing sequence while connected at the site resulting in the customer inadvertently delivering insulin. Customer's blood glucose level dropped to 52 mg/dl. Customer addressed bg level with food and disconnected from the infusion site.